Manufacturer narrative:
An event of a gap in the leaflet was reported. The valve was returned to abbott for analysis and the investigation found one of the leaflet had a tear. All three leaflets had limited mobility when manually manipulated and appeared to be dehydrated which precluded functional testing. Images received from the field appeared to show folded leaflet on the valve. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2023, a 21mm epic plus valve (serial: (B)(6)) was chosen for implantation into a 23mm native valve. During implantation, after completing the supra annular sutures, when the valve holder cap was removed and valve was tested, one of the leaflets was not attached properly. There was a gap in the leaflet just beyond its attachment. There was no tear in the leaflet or cusp. Leaflet tissue had not been manually manipulated or handled with any unprotected forceps or sharp instruments the valve was removed and replaced with another 21mm epic plus valve. The patient remained hemodynamically stable throughout the procedure and is reported to be stable. There were no patient consequences and no clinically significant delay.

Event description:
It was reported that on (B)(6) 2023, a 21mm epic supra valve (serial: (B)(6)) was chosen for implantation into a 23mm native valve. During implantation, after completing the supra annular sutures, when the valve holder cap was removed and valve was tested, one of the leaflets was not attached properly. There was a gap in the leaflet just beyond its attachment. There was no tear in the leaflet or cusp. Leaflet tissue had not been manually manipulated or handled with any unprotected forceps or sharp instruments the valve was explanted and replaced with another 21mm epic supra valve. The patient remained hemodynamically stable throughout the procedure and is reported to be stable. There were no patient consequences and no clinically significant delay.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.